Manufacturer narrative:
The product was returned for analysis and the reported complaint could not be observed . No iol was returned. Only th device was returned. Additional observations were as follows: the device is returned loose in the carton. The lens stop and the plunger stop has been removed. The correct nozzle confirmed on the device. Viscoelastic is observed in the device. The plunger has been retracted to the wound guard. The nozzle tip has a heavy stress and aneurysm. No lens returned. The product investigation could not identify the root cause for the reported complaint "iol exited rapidly causing ac tear". Only the device was returned for evaluation. Due to this, we are unable to complete a thorough investigation to determine the root cause. Damage was observed to the tip of the nozzle. The observed damage typically occurs if there is a lack of viscoelastic between the lens and the cartridge lumen and/or if the plunger is not positioned correctly at the trailing optic edge for advancement . This can allow the lens to fold around the plunger tip making it too large to correctly advance through the narrow tip of the nozzle causing damage or incorrect lens advancement. All product and batch history records are quality reviewed prior to product release. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been received stating the surgeon was able to get the lens in the bag.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported that during an intraocular lens (iol) implant surgery, the lens exited the injector rapidly and caused an anterior capsular tear. Additional information has been requested.